Event description:
It was reported that a burn was observed on the shoulder of the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported serfas energy probe was returned for evaluation, but the failure mode was not confirmed. After physical examination of the returned product and simulation performed, no defect and/or manufacturing related condition was observed that could have caused the reported failure. No water (fluid) residue was observed inside the handle which could have caused the unit to malfunction and/or continuously activate during surgery. The unit passed all the visual and functional tests and were operating normally during the simulation performed, therefore, defective probe can be ruled out as a possible contributor. The most probable root causes for (excessive heat delivered to body) when using a serfas energy probe, can be associated, but are not limited to: user error: suction not connected with pinch clamp left open which allows hot fluid to leak out of the suction tube. Incorrect fluid management. Probe clogged. According to the event description it was reported that, the surgeon¿s assistant noticed steam / hot fluid coming from the outflow of the serfas wand and then they noticed a burn on the operative shoulder. In addition, the following additional information provided on the case: the suction feature was not used. The suction pinch clamp was partially opened. The probe operated normally throughout the procedure. Based on the risk management report, information provided and the returned unit's evaluation, the most probable root cause for the patient¿s burn is user related as the pinch clamp was left partially opened when the suction source was not in use. Even though the unit has suction capabilities, it can be used without suction but the user instructions for the serfas energy probes (p/n 1000-400-783, rev g) includes specific instructions in case the unit is used without a suction source as follows: the suction pinch clamp should be in the fully closed position when being used without a suction source to avoid possible burns from the liquid back flow. In sum, the unit was returned, but the failure mode was not confirmed.

Event description:
It was reported that a burn was observed on the shoulder of the patient.